Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specifications. Evaluation revealed that there was contamination on the force sensor plate. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that rewind, load and primes steps were performed successfully with no alarms. The force sensor calibration was out specifications. The force sensor plate was contaminated. The force sensor plate resistance was reading out of specifications.